Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The pressure wire instructions for use (IFU) states that excessive manipulation of the pressure wire when the sensor element or pressure wire tip is located in sharp bend may cause damage or tip fracture. The pressure wire instructions for use (IFU) states that torquing the pressure wire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressure wire separating from the tip. The pressure wire instructions for use (IFU) instructs to confirm the compatibility of pressure wire diameter with the interventional device before actual use.

Event description:
The pressure wire was in the lad, located distal to the stent and the tip broke. Eventually the tip was removed with a snare. Another pressure wire was used to continue the procedure.